Event description:
A user facility submitted a repair request to the olympus service center, on an endoeye flex deflectable videoscope for exhibiting no image. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, b30 (scoop communication error) occurs due to damage to the image pickup unit and dirt on the electrical contacts of the video connector, curved rubber scratches, curved rubber adhesive missing, angle fixing part of the operation part loose, video connector scratched, scratches on operation part, scratches on grip, scratches are found on right/left lever, dirt on switch 1 difficult to remove, switch 1 scratched, scratches on video cable, light guide connector scratched, scratches on surface of the light guide cover glass, and scratches on video connector case. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that a defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.